Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional supera device referenced is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a peripheral stenting procedure to treat target lesions in the superficial femoral artery and popliteal artery. Pre-dilatation was performed per instructions for use and no device issues were noted during device implantation. During the procedure, a dissection occurred in the proximal vessel, caused by a non-abbott dilatation catheter. The dissection was not treated and two supera stents were deployed without issued. On an unspecified date post procedure, the patient began to experience leg pain and on (B)(6) 2015, peripheral angiography was performed. In-stent restenosis was noted in both stents. Angioplasty was performed using drug eluting balloons and an additional stent (a non-abbott stent) was deployed at the proximal segment of the proximal stent. The event resolved with good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of stenosis and pain are known potential patient effects as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by or related to the design, manufacture or labeling of the device.